Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, when the sheath was inserted into the heart, air was aspirated before the catheter or the septal puncture needle inserted. Several attempts were made to aspirate but were unsuccessful. No air was found to enter the patient's body. Additional venipunctures have not been performed to replace the sheath. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.